Event description:
Customer reported the passport 2 monitor resets, which may have affected monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the cpu board.